Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2017. Additional suspect medical device components involved in the event: product family: scs- linear leads, upn: m365sc2316500, model: sc- 2316-50, serial: (B)(4), batch: 18091039/18437514.

Event description:
It was reported that the patient was having methicillin-resistant staphylococcus aureus infection which was not device related. The patient was given antibiotics and underwent an entire system explant procedure.